Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01444-000 section d4, model #, of the initial medwatch report should have stated: v*home, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4) new information for supplemental medwatch report 001 -- h6: the device was received and evaluated by ventec where it was observed that the device had very little flow (i.e. Ventilation output). Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
A distributor contacted ventec to allege that a patient was harmed while on the device. No further details about the patient were provided, including how they were allegedly harmed or the patients outcome. Ventec has sent multiple written requests to the reporters requesting additional information, however, none of those requests have been answered.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.